Event description:
Pt received implants on 11/6/69. Report also alleges she received breast implants at age 21 and became ill for many years. She was able to work until recently when she became ill that she was hospitalized twice and diagnosed with dermatomyositis and polymyositis. This was assessed by muscle biopsy reports of myositis and by serum levels that were too high. Pt states she developed extreme fatigue, rashes, muscle weakness and report showed rupture of an implant. Pt had removal in 3/86 and she is uncertain if silicone caused her current and past illness, but she believes it did. Physician's letter states the pt developed an unusually high fever to 103 degrees, severe myalgia and was hospitalized for about ten days and the only diagnosis determined was a collagen vascular disease and febrile illness possibly related since no definite causative organism was found.